Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the pca pump gave an alarm signal: cassette problem. Several times the nursing staff had to replace the cassette. This problem has existed since the blue safety strip was on the cassette. There was no patient, or clinician injury associated with this occurrence.